Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the access site complication could not be confirmed. However, the patient¿s age ((B)(6)), and gender may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the physician had difficulty in achieving hemostasis in closing the apex. After a successful valve deployment, the patient was stable and the sheath was removed. At this point, the physician noted difficulty in achieving hemostasis during closing of the apex. He called for perfusion to put the patient on femoral bypass support to aid in achieving hemostasis of the apex. An 18f arterial cannula was placed in the right femoral artery (rfa) and a 22f venous cannula was placed in the lfv. Perfusion noted that there wasn't venous return and at this point there were additional attempts to troubleshoot the blood flow with the cannula's and was unsuccessful. Significant swelling was noted in the abdomen and right thigh area. The patient did not recover, and passed away. Per follow up, the patient did have a couple episodes of ventricular tachycardia (vt) during exposure of the apex. The patient was defibrillated once and broke on her own the other few times. The patient was stable upon insertion of the bypass cannulas. The physician was having difficulty getting hemostasis in the apex and felt it would be best to place the patient temporarily on pump. The patient was stable and there was no noted drop in bp. Once the arterial cannula was placed in the right femoral artery, the pressure flat lined and swelling increased in the abdomen and right thigh area. It was reported the arterial cannula caused a rupture which resulted in the patient¿s death. The patient bled out after the arterial cannula rupture. They did not attempt to open and repair the rupture as it was too severe and there was no blood pressure to work with.